Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years and 7 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to severe aortic stenosis. According to the operative report and discharge summary, this is a (B)(6) year-old male who has had progressive shortness of breath with activity, for which he is advised to get echocardiography and was found to have bioprosthetic aortic valve stenosis with a peak gradient of 67, for which he underwent coronary arteriography which revealed no significant coronary disease and was advised to undergo aortic valve reoperative replacement. The patient indeed was found to have moderate left ventricular hypertrophy and the usual mediastinal adhesions with quite severe adhesions to the right atrium, which was quite tedious. The ascending aorta was free of palpable disease and was a normal size aorta. There was no significant enlargement. The bioprosthetic valve had severe yellow discoloration with severe calcification of all three leaflets and stenosis. The valve itself was well incorporated into the annulus. The coronary ostia were normal. The valve was replaced with another edwards bioprosthetic valve. Furthermore, there have not been any allegations of a product malfunction.